Manufacturer narrative:
(B)(4) - subcutaneous fluid collection along the catheter track. At this time no add'l info was available, add'l info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: haranhalli n, anand d, wisoff jh, et al. Intrathecal baclofen therapy: complication avoidance and mgmt. Childs nerv syst mar 2011; 27(3):421-427. Summary: the charts of 87 patients treated with itb therapy were retrospectively reviewed. The primary surgical technique, complication type and timing, method of treatment, and outcome were analyzed. Of these patients, 76 received their first itb pump implant at the author's center and 11 were referrals due to an itb pump-related complication after being primarily treated elsewhere. Complications included catheter fracture (11), subcutaneous fluid collection (5), lumbar wound/csf infection (3), lumbar catheter or connector protrusion (3), pump malfunction (3), distal catheter migration outside the thecal sac (2), catheter disconnection (1), intrathecal catheter flipping (1), baclofen withdrawal (1), and idiopathic system malfunction (1). There were two deaths that were unrelated to the itb therapy. Thirty-four (39%) patients underwent surgical procedures for non-complicated indications such as battery expiration/pump size upgrade (29), pump removal (3), and catheter revision for spinal surgery (2). No major intra-operative complications occurred. Reportable event: pt 8, a (B)(6) female, experienced a catheter micro fracture and subcutaneous fluid collection along the catheter track that was treated by replacing the spinal catheter. The pt was referred to the authors for this revision. Upon exploration of the hardware, it was noted that there were no purse-string sutures at the catheter exit site, this enabled the catheter to coil and migrate inside the thecal sac causing fluid to collect. Revision included the use of a purse-string suture at the spinal catheter exit site as a preventative measure. See literature article with MFR report # : 3007566237201101890.